Event description:
It was reported that a patient suffered an allergy during the use of the dressing. The allergy was located on the calf at the level of the adhesive part, then it extended on the leg and then she had red pimples at the level of her pace maker.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: we have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case could be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.